Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. The customer's blood glucose (bg) level was 387 mg/dl during basal delivery, which was addressed with a manual injection. The customer's bg level was not impacted during the load process. Reportedly, the customer was able to load a cartridge successfully.